Manufacturer narrative:
The customer returned the meter for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range 2.9 - 3.7 inr): qc 1: 3.3 inr, qc 2: 3.3 inr , qc 3: 3.3 inr . Relevant retention test strips (lot 330462) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek in range meter serial number (B)(4). The customer states that lately, the meter measurements have been high compared to laboratory measurements. The patient tested a sample on the meter and the result was 7.7 inr. Immediately after the meter measurement, a sample from the patient was tested in the laboratory using an unknown method, resulting as 5.54 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's product was requested for investigation.